Event description:
It was reported that this pacemaker was not able to be interrogated upon check in clinic. It was noted that the battery life estimate displayed six months remaining. Technical services (ts) analyzed device data and found that this device had triggered its elective replacement indicator (eri) due to exceeding a charge time of 15 seconds. Health care professional (hcp) noted that a magnet was placed on device during check and no tone was heard when expected. Ts found that battery was depleting at a normal rate. This pacemaker was explanted and replaced with a device from a different manufacturer. No additional adverse patient effects were reported.